Event description:
It was reported that the intra-aortic balloon (iab) would not unwrap. As a result, another iab was used. There was no report of patient complications or injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not unwrap. As a result, another iab was used. There was no report of patient complications or injury.